Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor that could lead to the side rail damage might be related to an excessive force applied to the side rail. This is in line with the side rail condition, it was mechanically damaged (the screws holding the side rail panel were ripped) and circumstances in which the event occurred (collision with obstruction ). According to citadel plus instructions for use (IFU, 831.374 rev. I), the safety sides shall be checked every day by caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. IFU also include information: ¿ensure pathway is clear of cords, hoses and obstacles before driving bed forward or backwards operate with caution in crowded hallways, elevators and rooms use slow speed when moving around corners and through elevators and rooms.¿ based on the analysis of the complaints concerning side rail detachment, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rail was detached. The device was not in use when the issue was detected. The complaint was decided to be reportable due to the side rail detachment. No injury was claimed.

Event description:
The side rail panel partial detachment was claimed by the customer staff. Based on the collected information the screws holding the panel to the metal plate were ripped off. There was no indication of patient involvement. No injury occurred. Based on the collected information, the side rail was damaged by the customer due to incorrect use. The side rail was moved down in the outer position of the side rail, while there was a obstruction under the bed.